Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Prior to implantation, the helix of the right ventricular (rv) lead could not extend. The rv lead was discarded and another rv lead was implanted to resolve the event. The patient was in stable condition.